Event description:
The customer received a blood glucose reading of 58mg/dl on the contour next meter, re-tested on a different meter and the reading was 192mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant no adverse event was alleged. Control solution and extra strips were sent to the customer.